Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. On (B)(6) 2021, sid (B)(6) generated an initial result of 0.26 ng/ml, repeated 0.014 ng/ml (reference value <0.03 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I, list number 02k41-25, and manufacturing site lake county to architect i1000sr, list number 01l86-40, and manufacturing site irving ia/cc. MDR number 3016438761-2021-00381-00 has been submitted and all further information will be documented under that MDR number.